Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v712879, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v712879, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-feb-2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was having an MRI to check the lead placement. No additional information was available. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3387s-40, lot# v712879, implanted: (B)(6) 2011, product type: lead; product ID: 3387s-40, lot# v712879, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the reason for checking the lead placement was the patient had reasonably good vim - dbs benefit for her essential tremor which gradually lessened over the years. The lead migration was an unlikely cause of this but to evaluate all reversible/possible causes they wanted to get a brain MRI. The cause of the issue was not yet determined. No actions had been taken thus far. They were still waiting for the brain MRI. The issue had not been resolved at the time of the report.